Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. " a formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 10:21:13. During night drain cycle two, the patient's ultrafiltration reading was 333ml, indicating the home patient (hp) drained 333ml more than their maximum programmed fill volume of 100ml. No additional information is available.